Event description:
A caller reported that the pump's screen was non-functional, remaining black and preventing interaction, although button presses could still be heard. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed to return the problematic pump using a pre-paid label, and a replacement pump was sent. The customer was informed about programming the new pump and reverting to manual insulin delivery as a backup. The pump was confirmed to be under warranty, and shipping details were verified without the need for a delivery signature.